Event description:
"It was reported that the patient has had incapacitating back and leg pain related to degenerative spondylolisthesis and spinal stenosis both at l4-5 and l5-s1. Patient has failed conservative treatment. It was reported that the patient presented with the preoperative diagnoses of spinal stenosis and degenerative spondylolisthesis l4-s1. The patient underwent tlif l4-5, l5-s1; pedicle screw instrumentation l4-s1; cage instrumentation l4-5, and l5-s1; local autograft bone. At l4-5 local bone was packed against the anterior annulus along with one sixth of rhbmp-2/acs sponge was packed into the corresponding crescent cage. Mastergraft matrix was then packed dorsal to this. At l5-s1, local bone was packed against the anterior annulus and one half of rhbmp-2/acs kit was placed in the interspace both in the cage and anterior to the cage. Mastergraft matrix was packed dorsal to this. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future." No further details are known at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: minimally invasive tlif l4-l5, l5-s1; percutaneous pedicle screw instrum entation l4 to s1; cage instrumentation l4-l5, l5-s1; local autograft bone; for pre-op diagnosis of: spinal stenosis, degenerative spondylolisthesis l4 to s1. Per-op notes: "..local bone obtained from the laminectomy was packed against the anterior annulus a long with one-sixth of a large rhbmp-2/acs sponge was packed into the corresponding cage. The cage was impacted and rotated so it was well centered in both the ap and lateral planes. Bone graft matrix was then packed dorsal to this and this completed the tlif and cage instrumentation at l4-l5. Following the neurosurgical portion of the procedure, we proceeded to perform a tlif at l5-s1 using the same procedure. The disc was evacuated using rotating shavers, push-pull scrapers and a rasp was used to prepare the endplates down to bleeding cancellous bone. We trialed to a 10 millimeter high trial. Local bone was then packed against the anterior annulus and one-half of a large rhbmp-2/acs kit was placed in the interspace both in the cage and anterior to the cage. Bone graft matrix was packed dorsal to this. No complications were reported.."

Manufacturer narrative:
(B)(6). (B)(4). Unanticipated bone growth. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.